Manufacturer narrative:
Medtronic received the following information from a journal article entitled; predicting reintervention after thoracic endovascular aortic repair of stanford type b aortic dissection using machine learning dong y, que l, jia q, xi y, zhuang j, jinglei l, liu h, chen w, huang m european radiology (2022) 32:355¿367 https://doi.org/10.1007/s00330-021-07849-2. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts and non mdt stent grafts were implanted in the endovascular treatment of type b aortic dissections on unknown dates. The following malfunctions were reported; false lumen perfusion the following serious injuries were reported; rtad, rupture, infection, re-intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.